Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The drain bag patient connectors were connected to an in lab transfer set in attempt to duplicate the issue reported by the customer. The reported condition was not verified. The sample met specification for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain bag would not tighten on to the transfer set of the patient. The nurse explained that the connection would tighten and then get loose. They tried the same bag on a different transfer set and it did the same thing, but they were able to use a new bag of the same lot from a different box without any issues. There was no patient injury or medical intervention associated with this event. No additional information is available.